Manufacturer narrative:
Manufacturer investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplement report will be sent upon completion of the event investigation.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 with symptoms of melena. The account noted a drop in hemoglobin and a known history of diverticulitis (evidenced by CT scans). The patient was administered prothrombin. Warfarin and aspirin were withheld. The patient received 3 units of packed red blood cells and a peripherally inserted central catheter (PICC). The patient is currently under gastroenterology review for a colonoscopy. No further information was provided.